Event description:
On (B)(6) 2014, the customer reported inconsistent test results for samples when using the coulter act diff analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found debris in tubing at lv14. The debris was removed, resolving the issue. (B)(4). This MDR is related to MDR 1061932-2014-02594 submitted for a similar event that occurred on (B)(6) 2014.